Manufacturer narrative:
Returned product consisted of the watchman delivery system (wds). The device was bloody and the implant was received deployed outside of the sheath. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed damage to the anchor(s), numerous kinks in the sheath, sheath damage (abrasions) from anchors during recapture, core wire damage (kinks) located 17 mm and 32 mm form the tip, and tip damage (tricut folded back with layer separation/ abrasions/stretched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12723. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed, but was not adequately positioned in the laa. During the full recapture, the feet of the device were difficult to retract into the sheath, but eventually they were able to contain the device. The procedure was continued with the same was and another 27mm watchman laa closure device was successfully deployed and released in the laa. There were no patient complications reported. The patient¿s condition was fine.